Manufacturer narrative:
(B)(4). The patient was (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the suspected peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) "from last seven days" for the suspected peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.